Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had blood glucose levels down to 40 or 42 mg/dl. Caller stated that this was due to inserting the set directly into a vein and treated with food. Caller also reported having a blood glucose level of 30 mg/dl. The insulin pump was not replaced or returned for analysis.